Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed damage to the knife blade. An anvil was used for functional testing. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media. Pusher-fingers and knife advance when the handle was squeezed. The knife did not cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators. It was reported that the device was difficult to remove from cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no unintentional obstructions, such as clips, are incorporated between the anvil and the cartridge prior to clamping. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic assisted surgery low anterior resection (lar) involving colon to colon anastomosis, the circular stapler was difficult to remove from the anus after firing, resulting in an extended surgical time of less than 30 minutes. A leak test was performed and no leaks were detected. The physician used a finger to digitally insert into the anus and go around the anvil, freeing up the stapler for safe removal. No patient complications have been reported as a result of this event.